Event description:
A ventilator was returned to the manufacturer for service, with a complaint that the filter duct was broken. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer complaint was confirmed and there was also a cracked handle which was replaced. An error code related to the internal battery needed to be replaced was observed. The device's internal battery was replaced to address the issue.